Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The likely cause was determined to have been a kink the sheath preventing proper mating of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the angio-seal device was being inserted into the insertion sheath and advanced approximately 2 cm, it became unable to advance further. This attempt lasted for less than one minute. The use of the angio-seal device was discontinued, and manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved with manual compression only. The blood loss was less than 250cc. The reported event resulted in patient injury and/or required medical or surgical intervention. There is no direct allegation that the reported device caused or contributed to the patient injury and/or the need for medical intervention. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french (fr). The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm.